Event description:
A customer reported they were inadequately rinsing their instruments after cleaning and disinfecting in cidex (tm) opa solution, and the instruments were released and used on patients. No serious injuries were reported. The customer stated they were unaware of the proper rinsing procedures as they were rinsing under running water for three minutes instead of submerging completely into a clean, large water container for a minimum of one minute. The instructions for use (IFU) states the rinsing procedure should be repeated twice for a total of three rinses, and failure to rinse devices per the IFU may result in patient side effects, including serious allergic reaction to residues or discoloration of tissues. The customer stated they will follow the IFU from now on. As a matter of policy, advanced sterilization products (asp) has decided to report cases of improperly rinsed instruments after using cidex&#59407;pa solution since it could result in serious patient side effects.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the visual analysis, batch record, supplier evaluation, retain testing, batch trending and system risk analysis. ¿ a visual analysis was not performed as the issue was not identified as a manufacturing or functional issue. ¿ the batch record was not reviewed as the lot number was not provided. ¿ supplier evaluation was not required as this was not a manufacturing or functional issue. ¿ retain testing was not performed as this was not a manufacturing or functional issue. ¿ complaint trending was not able to be performed as the lot number was not available. ¿ the system risk analysis (sra) was reviewed for the issue of procedure related and the risk was determined to be "low risk." The assignable cause is failure to follow instructions. The customer was not properly rinsing their instruments according to the instructions for use (IFU). Customer education was provided over the phone and was instructed to follow the instructions for use (IFU). A customer letter will be sent providing additional instructions on proper rinsing and instructions for use. Asp will continue to track and trend this issue. No further investigation is required at this time.